Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a "system error 2240" message that appeared on the display of their homechoice machine during the initial drain of their automated peritoneal dialysis (apd) treatment. Reportedly, hp connected transfer set to the patient line of the homechoice set immediately following what hp thought was the completion of the prime cycle prior to their apd treatment. After selecting "go" hp received a "check patient line" alarm, in doing exactly that hp noticed that hp had left clamp of the patient extension line connected to the patient line of the homechoice set closed during prime, therefore, neither of the 2 patient extension lines used during therapy were primed. After noting this hp opened the clamp and hit "go". "A few seconds later" hp received a "system error 2240" alarm. Hp then contacted baxter's tsc for assistance. Tsc assisted hp in ending treatment early, and setting up with new supplies. No patient injury or medical intervention was associated with this incident per hp. Qa informed hp that it is important for hp to remember to have all clamps open during the prime cycle. Per rn, proper procedures will be reviewed with hp.